Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving a shock. Upon interrogation, it was determined that the shock was inappropriate due to noise oversensing. As a result, the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.